Manufacturer narrative:
D10 concomitant product: vloca008l, vloca008l v-loc* 180 0 abs reload 20cm (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, at the time of the last throw of the reload while closing the the vaginal cuff, the needle disengaged from handle and broke when the surgeon pulled through the tissue. The surgeon was able to retrieve a part of the needle. X-ray was then performed to identify if the other part of the needle was in the tissue; it was confirmed that 5mm of needle tip was lodged in the vaginal cuff. The 5mm needle tip was unable to be retrieved.